Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited suspected loss of capture. It was noted that the patient experienced an episode of low heart rate and low oxygenation. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.